Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The event log file contained information spanning approximately 12 days ((B)(6) 2025 to (B)(6) 2025 per timestamp). Abnormal power cable disconnect, low power hazard, and no external power alarms were observed between 13:59:09 and 13:59:16 on (B)(6) 2025 while the controller was connected to the mpu. The sequence of events appears to be consistent with a loss of ac power to the mobile power unit. The abnormal alarms cleared when external power appeared to be restored to the system. While external power was lost, the backup battery activated as intended and the pump maintained a speed within the expected range. The mobile power unit (serial number: unknown) has not been returned to abbott for evaluation. Multiple attempts were made to obtain the serial number of the unit and details related to the cause of the event, but no response was received. The root cause of the observed alarms cannot be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the unit was not provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook ( rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review, and the event log files recorded a no external power event on 07may2025 13:59:09 while connected to mobile power unit (mpu) power. The emergency backup battery (ebb) was used to support the system during these events. Motor function was not affected by this event.